Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
A customer reported that at noon on (B)(6) 2017 a v60 ventilator had a blank screen, the error code 100a displayed and was not working. The patient¿s family found the problem and notified the nurse. The nurse replaced the ventilator, however the patient died.

Manufacturer narrative:
It was reported that the device had a prior malfunction and should not have been used on a patient before preventative maintenance. The ventilator is not back in service.

Event description:
This patient with copd treated with home ventilation for years, was admitted in (B)(6) due to upper and lower respiratory bleeds. The patient was admitted to the ICU for tracheal intubation and required treatment for two months. On (B)(6) 2017 the patient was transferred to the respiratory department in a state of obnubilation. The following day the patient's oxygen saturation fell to 80% and the patient was placed on non-invasive treatment with the v60 ventilator and the saturations improved to 90%. Approximately an hour later the ventilator displayed a black screen and showed a 100a alarm without any audible sound. The department reported there was no alarm previously and the physician caring for the patient was at the bedside at the time. The patient was immediately placed on another v60 ventilator and the patient was able to maintain a good blood oxygen level, therefore the device malfunction did not cause the patient's death. The ICU director had previously spoken to the family about the patient being critically ill when admitted and informed the patient's death could be at any time. The patient's family was prepared for the death. The patient death occurred (B)(6) 2017.